Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high impedance to right stn upon device interrogation, no clinical correlation according to investigator and surgeon. There was an incomplete lead extension from the rabd genearator that does not have a lead to the brain, but terminates in the subcutaneous tissue in the right lateral scalp. There were no physical complications from this incomplete lead and it was deemed a non-issue by the investigator and the surgeon. The lead was turned off and the lead was labeled "lvim" in the programmer but it is the actual right stn in use. The patient was reprogrammed on (B)(6) 2017. The issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
Product ID 7482a95, serial# (B)(4). Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified the exact cause of the high impedance was not identified. It was further clarified that there was no lead connected to the extension, which is what was meant by "incomplete lead extension". The extension was connected to the ins. It was previously reported that the lead was labeled "lvim" in the programmer but was the actual right stn in use. To further clarify, the right side of the system (with high impedance) was turned off. The patient had a right stn lead that was in use, but that lead was labeled as "lvim" in the programmer.